Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000. Device complaint of syringe size not correct and calibration number are erratic was confirmed during testing. This was also reviewed in the event log. The cause was isolated to contamination found on the barrel clamps assembly. The device during testing revealed size was out of required specs and unable to calibrate the size sensor. Action was taken to whole barrel clamp assembly. Other maintenance included: replaced damaged top and bottom cases, power supply shield, right and left plunger cases and plunger case seal. Installed missing left plunger case o-ring. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned. The syringe size not correct and calibration number are erratic.. No patient adverse events reported.